Event description:
Information received from the field notes that during a routine follow-up, the device was in vvir mode, the cell impedance was 1400 ohms and the magnet rate was 92.5 ppm, 100% paced. Lead impedance was 1880 ohms and the capture threshold was high. The device had a history of high impedance and was programmed to a high output of 7.5v, 1.0 ms. The patient did not have an underlying rhythm and will be monitored at regular intervals.